Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
Foreign postal code (B)(6).

Event description:
It was reported that the unit was not working according to the specifications and it gets warm. No patient injury reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The camera head passed functional testing and 6 hour burn-in inside video tower. All functions perform as expected. The reported malfunction could not be duplicated during the functional testing process. Factors that could have contributed to the reported event include excess heat generation from camera head electrical components. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.